Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient complained of experiencing swelling in cold weather after rhbmp-2/acs was implanted for an omf procedure for a cleft palate. The patient also reportedly experienced a rash 6 months post-op. The surgeon does not believe the event was related to the device.